Event description:
It was reported that upon opening the package of the 3.50x38 xience alpine drug-eluting stent (des), there was no stent on the delivery catheter. A new unspecified 3.5x38mm des was used to complete the procedure. There was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.